Event description:
The patient reported frayed wires of the power extension cable. The patient electronics unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronics unit and accessory set was received. External and internal visual inspections of unit revealed no discrepancies or discernible damage. No frayed and/or exposed wires was presented during the evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The field reported event of frayed wires was not confirmed.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.